Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting out of the infusion set tubing or the cartridge tubing during the load fill tubing sequence. The customer changed the cartridge to address the event. Blood glucose level was 252 mg/dl.